Event description:
It was reported that this patient had received the pump in 2010 and initially had good effect but then it ¿tailed off.¿ a catheter revision was carried out to check for kinks in the catheter and this had a temporary effect. No further information was provided regarding this event. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the pump and catheter were implanted on (B)(6) 2010. It had good effect for about 10-12 months, but then it started diminishing. Before the diminishing effect, it had been established that the pump should be "adjusted location wide" due to pressure on the hipbone. An x-ray on (B)(6) 2010 showed several bends on the catheter but no real kink. On (B)(6) 2011, a corrective surgery was performed where the pump was moved radially and in this process a kink was found on the catheter behind the pump. The catheter was "corrected" and there was good flow. Should additional information be received a supplemental report will be filed.